Manufacturer narrative:
Investigation summary: based on the information available, product analysis was unable to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump was leak tested, visually inspected and functionally tested. The pump kink resistant tubing (krt) was fatigue and worn to filament; no leaks were found. The pump was functionally tested and performed within specification. The cylinders were visually inspected, leak tested and microscopically examined. Both cylinders had wear at fold in proximal cylinder body and in cylinder body. Cylinder 1 has a leak due to a hole in proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant. Cylinder 1 was not pressure test due to leak was identified. Cylinder 2 passed all tests performed. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) after the patient was experiencing a pump performance problem, and had visited the urologist. The pump was unable to move fluid into the cylinders, inflate the device, and lost fluid. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) after the patient was experiencing pump failure and had visited the urologist. The pump was unable to move fluid into the cylinders, inflate the device, and lost fluid. No patient complications were reported.